Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the suspected cause was contact failure of the cable.

Manufacturer narrative:
Concomitant medical products: the concomitant product number and lot/serial number were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a tumorectomy nothing was displayed on the surgeon monitor. Although the issue was resolved by disconnecting and reconnecting the cable, it recurred several times. The procedure was completed with the continuous use of navigation system. There was no delay to the procedure. There was no reported impact on patient outcome.